Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced parkinson's symptoms in the last couple of years because the device was implanted for so long. It was also stated that the patient experienced drooling and dementia, but it is unknown when the issues began occurring. The consumer also reported that the patient had parkinson's for 25 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.